Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there were non-specific errors when programing the device. There was patient involvement but no impact was indicated. Although repeatedly requested, no additional details were provided.